Manufacturer narrative:
A ge service representative performed an on site investigation. Both the left and right leg extension latches were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system leg extensions are tight and hard to release from the table. No pt injury was reported.